Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced a blood glucose (bg) levels ranging from 300-500mg/dl and ketones ranging from trace to large. The customer administered a manual injection and delivered a correction bolus to address the bg levels. The customer had changed their pump supplies prior to contacting tandem technical support, therefore no troubleshooting could be performed. The customer stated during the call, that they no longer had ketones.